Event description:
It was reported that the patient was unable to feel stimulation and only the "9 v light illuminated on the patient programmer." Battery depletion of the implantable neurostimulator (ins) was suspected. Approximately a month later, it was reported that the patient experienced a loss of therapeutic effect and had no stimulation sensation leading to a loss of bladder control in the perineum. There was no known accident related to the complaint. The patient's status was described as "fair." The reporter also indicated that the patient was unable to adjust stimulation. Status lights were assessed and only the 9v battery light lit up. It was noted that the patient had a follow-up appointment with her healthcare provider (hcp) on (B)(6) 2012. Two months after the last report, it was reported that the patient was advised to see her hcp as her ins was probably dead and needed a replacement. The reporter indicated that the patient was getting good system relief prior to this event. The reporter had not had any further contact with the patient, but it was the reporter's understanding that if the patient had issues, she would contact the reporter. The following month, it was reported that the patient had not had any symptom relief since the end of (B)(6) of the previous year when stimulation sensation stopped. The reporter indicated that the patient had not been able to "deal with" a device replacement because the patient was getting teeth replacement that did not allow any surgeries. It was noted that the patient had seen her hcp once, but the reporter was uncertain when that was. 4 months after the last report, it was reported that there was an end-of-service (eos)/end-of-life (eol) message. The reporter stated that the patient's battery had not been working for 3 years due to battery depletion. The patient was also noted to have fallen "several times." Additional information received 4 months afterwards indicated that the event was attributed to the lead but the issue was unknown. The lead and ins were replaced on (B)(6) 2012. The patient did not require hospitalization and recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012. Product type: extension: product ID 3093-28, lot# j0546346v, implanted: (B)(6) 2005, explanted: (B)(6) 2012. Product type: lead: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2005. Product type: programmer, patient. (B)(4).